Manufacturer narrative:
(B)(4). Two broken maryland jaws were provided to the engineer for evaluation. One of the tool tips did not have the broken jaw with the rest of the sample. The second sample have the broken jaw. Only visual inspection was performed. Samples will be sent out for material analysis for further investigation. No obvious visual imperfections (voids, line cracks etc.) Noted under microscope visual inspection. Sample will be send out for material analysis and further investigation to be continue by r & d with supplier. Supplier mim process drifted, high variation in mechanical strength at flag structure. Root cause under investigation. Short term: sent sample for material analysis. Evaluated supplier inventory and tecate's inventory. Stopped production. Implemented ship hold. Scar was issued. Permanent corrective action tbd pending root cause verification.

Event description:
During use on a patient the user performed the adhesiolysis of uterus and intestinal tract using percuvance maryland. The user held the fibrous tissue, the maryland got broken and it was replaced by a new one. There was no patient injury. The broken part fell into the patient but it was retrieved. No intervention was required.

Manufacturer narrative:
(B)(4). The device history review for the product maryland dissector, lot #73e1700796 investigation did not show issues related to complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use on a patient the user performed the adhesiolysis of uterus and intestinal tract using percuvance maryland. The user held the fibrous tissue, the maryland got broken and it was replaced by a new one. There was no patient injury. The broken part fell into the patient but it was retrieved. No intervention was required.